Event description:
Technical service rep received a voice mail alledging 'we have an infant warmer that the nurse says that the bulb exploded and the mattress caught fire. No patient in the warmer'.

Event description:
Technical service received a voice mainl alledging. Mfrs have an infant warmer that the nurse says that the hub exploded and the mattress caught fire. No baby in the warmer.